Event description:
It was reported by the surgeon via a telephone voicemail regarding a probable valve failure. Patient has expired after an implant duration of approximately 59.43 months. Patient was symptomatic with shortness of breath, died due to sudden cardiac death on sunday morning ((B)(6)2010). The deceased is in a funeral home. The patient's husband did not request an autopsy to be performed and the state of (B)(6) will not perform an autopsy. Therefore the device is unavailable for return as it is still implanted.

Manufacturer narrative:
Additional manufacturer narrative: conclusion: after repeated attempts to gather information regarding the reported event, there was no further information obtained during the investigation process. The relationship of the device to the adverse event (in this case, death) could not conclusively be determined. The device history record (DHR) review was completed. The device passed all manufacturing and inspection specifications. There were no nonconformances identified that could be related to the event.

Manufacturer narrative:
Device not returned.the device history record (DHR) review is currently in process. No additional information is available at this time.